Manufacturer narrative:
The customer reported issue that using basic infusion on the syringe pump is recognizing a volume that is 0.3ml less than what is actually in the syringe could not be confirmed. The attached file (B)(4) re info requested syringe pump settings includes customer provided screen-shots of the guardrails configuration settings for the syringe module on the nicu profile. The kvo option is enabled. The kvo rate adjust(ml/h) is set 0.5 ml/h and the kvo volume adjust(%) is 5. Per pump and syringe modules section, / alaris system user manual - with v9.33 model 8015, kvo enabled, allows continuous infusions to automatically switch into kvo mode upon completion. Kvo option setting cannot be changed after instruments is power on and a prolife selected". The attached file 10-1-19 response from customer (B)(4) info requested syringe pump settings. Msg indicates that the biomed tech determined that basic infusion has kvo calculated into the available volume and that is the difference. The customer reports that this issue has been resolved. No device or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. Additional tip sheets regarding the recommended head height, optimizing secondary infusion performance, secondary setups, and infusing from a bottle have been provided to the customer. The devices involved in this investigation was used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement. There was no report of harm.

Event description:
Customer later reported that; the biomed technician found out that the basic infusion has kvo calculated into the available volume and that is the difference. It was reported that; when using the basic infusion mode in the syringe pump, the pump is recognizing a volume that is 0.3ml less than what is actually in the syringe. For example, in a syringe with a volume of 5ml- the pump is recognizing 4.7ml. Weve had our biomed team verify that the unit is running appropriately, we are using compatible bd syringes and they have been calibrated to all of our pumps. We had pharmacy verified settings in guardrails and have not seen anything unusual that would throw off this volume, however; we have pretty limited knowledge of this software.